Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported: it was reported to b. Braun medical inc. That the vent drip chamber of an infusomat space pump intravenous (IV) pump set (material: 49010004, lot: 0061949917) opened. According to the complainant, vent opened on drip chamber, however still allowed air in line when medication still in the bag. Had to manually remove air from tuning to not waste medication. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.